Manufacturer narrative:
On january 25, 2021, mentor became aware of the following additional information: (I)the patient also experienced capsular contracture on the right breast (baker grade unspecified). (2)the patient's left breast capsular contracture was baker grade 2 to 3. (3)the patient also suffered from severe bilateral breast ptosis with asymmetry. (4)the replacement devices implanted in the patient on (B)(6) 2020 were the following: (right) 255cc mentor memorygel breast implant catalog: 3507255mc lot: 7637285 sn: (B)(6) and (left) 255cc mentor memorygel breast implant catalog: 3507255mc lot: 7713105 sn: (B)(6). (5)the procedure that the patient underwent with the suspect medical devices was actually breast augmentation revision. (6)the correct date of implantation for the suspect medical devices was (B)(6) 2014. Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who underwent primary breast augmentation with two unspecified mentor saline textured implants, suffered spontaneous right breast implant deflation and left breast capsular contracture; baker grade iii/IV, post-procedure. The patient has consulted with a medical professional. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
On august 20, 2020, mentor became aware that the patient was scheduled for implant explantation surgery on (B)(6) 2020. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the suspect medical device on the right side was a 300cc mentor siltex round moderate profile saline (catalog: 3542645 lot: 6857549). Manufacturer¿s reference number: (B)(4). This medwatch form is for the left breast prosthesis.